Manufacturer narrative:
Result of investigation: unable to dupliacte the reported hw fault 19 alarms, however during event trace review, the hybrid board needs to be replace to resolve the reported issue. As a resolution replaced hybrid board. Unit passed all bench testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator is giving a hardware 19 fault. There was no patient involvement reported with this event.